Event description:
A nurse reported poor cutting performance during a surgery. The pack was switched out and the case was completed with no impact to the pt.

Manufacturer narrative:
The facility was asked to return the reported probe for in-house evaluation but no samples have been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).